Manufacturer narrative:
(B)(4).

Event description:
It was reported that 5 days after being placement of a central venous catheter blood was discovered leaking from the catheter. The catheter was reported to be cracked at the distal port. As a result, the catheter was changed with a guide wire and the outcome was favorable. Air suction at the level of the cvc and pain in the chest was observed. An x-ray was taken and results were normal. No complications are expected in the future and the pt is fine.